Event description:
A malfunction alarm was reported, specifically identified by the code malf 12. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and after the reset, the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if any issues reappeared, which the customer acknowledged and understood.